Event description:
It was reported that the insulin gauge was inaccurate. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200-220 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.